Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was over 700 mg/dl at time of incident. Customer stated that no sensor was in use. Customer stated that the set came out of the body in the middle of the night and stated that they tried to treat with manual injection but would not bring blood glucose down. The customer stated that the symptoms related to high blood glucose such as felt unwell, tired and body felt like it did not want to work. Customer was not tested for ketones. The customer was treated with insulin drip. The device will not be returned for analysis.